Event description:
Event description guidant received information that during a follow-up visit, this right ventricular lead had triggered a lead safety switch due to impedances greater than 2500 ohms. All other measurements were stable. No adverse patient effects were reported.